Event description:
Registered nurse (rn) placed 20 gauge IV into patient, however there was no indicated flash. Catheter was in vein. Needle won't retract after pressing on safety button. IV catheter was removed for patient safety.